Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported an unsuccessful delivery attempt of an impella 5.5 device followed by ventricular fibrillation requiring intervention. The patient was brought to operating room for escalation to an impella 5.5 insertion and impella cp removal. The physician was made aware that the impella cp did not have perclose and axillary anatomy had not been imaged. The physician elected to do plan for cut down and repair of femoral artery and wanted to proceed with 5.5 insertion. The axillary artery was exposed, 10mm graft beveled and anastomosed to vessel. The graft tunneled out laterally with appropriate distance/angle. The physician was asked if he wanted to obtain vessel imaging prior to the impella 5.5 being opened and primed and decided to proceed. The impella 5.5 was prepped and primed in standard fashion. A 23fr introducer in place with 2x graft locks. Access to left ventricle was obtained with 0.035 j and 4fr non-taper angle glidecath. A 0.035 guidewire was exchanged for a 0.018 guidewire. Activated clotting time was 263. Glidecath was out, the impella 5.5 device was backloaded onto 0.018" and advanced until "2-3cm past anastomosis" and would not advance further. Troubleshooting attempted; however, the decision to abort made after about approximately two hours of troubleshooting. During the event, the patient experienced ventricular fibrillation arrythmia and required defibrillation three times with the final shock at 200j. The procedure was completed, and the patient was transferred back to the unit in critical condition. The patient was planned for transfer to a higher-level care facility.

Manufacturer narrative:
The investigation of delivery issues and vf/vt/af/at has been completed. Product damage(cannula kink) and product damage(catheter kink) added since a cannula kink and catheter kink were found on the returned device. Patient was being escalated from cp to 5.5 and reported having issues advancing the impella 5.5 more than 2-3cm past the anastomosis. Troubleshooting was attempted but delivery was ultimately aborted. Impella 5.5, purge cassette and guidewire were returned and a cannula kink and catheter kink were found on the pump. The root cause of the delivery issue was most likely patient condition related since reported issues advancing pump past the anastomosis. A cannula kink was found near the motor housing and in the middle of the cannula on the returned pump. The root cause of the product damage was a kinked cannula. A catheter kink was found near the motor housing on the returned pump. The root cause of the product damage was a catheter kink. As the necessary information was not provided, the root cause of the vt/vf was not determined.